Event description:
Article by roberts, l. Et al., titled "intraoperative anaphylaxis following injection of a bleomycin-gelatin solution for sclerotherapy", j med cases. 2022; 13 (4): 159-162. The patient is an 11-year old girl with an extensive multifocal venous malformation of the entire left lower extremity and abdominal wall who was scheduled with interventional radiology to receive sclerotherapy treatment with injection of a bleomycin solution to the left foot and left thigh. In the past 7 years the patient had received treatments for malformations with mixtures of 3% sotradecol (sodium tetradecyl sulfate injection), lipiodol and surgiflo hemostatic matrix without any difficulties. The patient was anesthetized, and eight needles were placed with ultrasound guidance and successful venous return. A sclerotherapy solution was generated using the following components: 10 units (2 ml) of bleomycin, 2 ml of albumin and 4 ml of surgiflo hemostatic matrix prepared with saline. The solution was then injected in equally divided amounts through the eight needles. Shortly after the injection the patient developed tachycardia with an increase in heart rate and became hypotensive as well as a drop in oxygen saturation. It was also noted that the patient became flushed, followed by eyelid, lip and tongue swelling. The needles were removed, and emergency treatment was initiated with appropriate medications. The patient was stabilized on the medical treatment and was transferred to the post-anesthesia care unit and the remainder of her postoperative course unremarkable. The patient was discharged home the following day with only mild swelling of the upper eyelids. A tryptase level obtained within 1 hour of the event was elevated. The patient was followed-up with the allergy and immunology service: the patient reported lip swelling and throat discomfort after eating marshmallows, rice krispies treats or gummy-based products. Ige was elevated for both porcine gelatin and bovine gelatin. The diagnosis of gelatin allergy was made, and the patient was prescribed an epinephrine auto-injector. The patient returned to the interventional radiology suite to continue with the sclerotherapy using bleomycin only.